Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that the patient had kinked cannula and high blood glucose levels, which was self-treated with boluses by the pump. Reportedly, the blood glucose level was 649 mg/dl and was the patient was hospitalized. During hospitalization, the patient received intravenous insulin drip as corrective treatment which resolved the issue. The patient was admitted for three days and there was no permanent damage to the patient. The infusion set was used for less than 24 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.